Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure.

Event description:
Healthcare professional reported left side "recalled due to the higher risk of lymphoma and rupture". Device remains implanted.

Event description:
Healthcare professional reported left side "recalled due to the higher risk of lymphoma and rupture". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b.6., d.4., d.6a., h.6.